Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. It was reported that the pt had not experienced an increase in seizure activity. The pt reports that they feels as though the generator has moved from its original placement and that only seems to work when the pt is lying on their right side. It was reported that the pt does suffer falls, but that they had not experienced any recent injury or trauma that may have damaged the ncp system. Review of x-rays by device manufacturer revealed no obvious discontinuities in the ncp system. The lead connector pins appeared to be fully inserted inside the generator connector blocks and the lead wires appeared to be intact. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.